Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, dyspareunia and neuromuscular problems. No additional information was provided.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent a gynecological procedure in order to treat a third degree cystocele and stress urinary incontinence and a mesh was implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.